Event description:
A caller reported the adc device detached prematurely, and customer therefore did not have sensor to monitor glucose. The customer developed symptom of vomiting and was treated with insulin (dose/type unknown) by family, then taken to hospital. The customer was diagnosed with hyperglycemia and treated with IV serum with bicarbonate and potassium, and put on insulin pump. The customer was hospitalized in ICU for "several" days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.